Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus/clot issue occurred. It was reported that six hours after use of the catheter, a thrombus occurred during ¿pos mapping¿. The thrombus was noticed on the tip electrode, inside the irrigation port at the tip. No error message was observed and there was no issue related to temperature and flow. The patient was anticoagulated, and the activated clotting time (act) was controlled as 300 seconds over. The issue was resolved with the pentaray replacement, and the procedure was continued. No adverse patient consequence was reported. The thrombus/clot issue is MDR reportable to the FDA.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 05-apr-2023. The device evaluation was completed on 18-apr-2023. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus/clot issue occurred. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed a thrombus/clot located at the end of the irrigation tube on the tip area. A patency test was performed, and it was found that the device was completely occluded; for this reason, a guide wire was inserted thru the irrigation tube and the occlusion was found in the tip area. Afterward, the device was dissected, and it was observed that the irrigation tube was bent. This failure could be related to the issue reported by the customer. A manufacturing record evaluation (mre) was performed for the finished device 30931856l number, and no internal actions to the complaint were found during the review. Based on the mre, the d4. Expiration date and h4. Device manufacture date have been updated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).